Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual) issue. Reportedly, the pump was locked and was not responding to any user input. Attempts to reboot the pump did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged issue of unable to unlock the pump was not duplicated. Review of black box data did not find any events related to the reported issue. The pump powered up to the verify screen with auditory and vibratory features. No tactile issue was found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump was locked and unlocked using the ¿up¿ and ¿down¿ arrow buttons without any issues. Unrelated to the complaint, a battery compartment crack was found between the keypad cover and case seal. Moisture contamination was observed behind the display. A leak test showed battery compartment leak. Pump casing was opened, evidence of moisture intrusion was found throughout the pump interior. (B)(4).